Manufacturer narrative:
The reported events of ¿the lead broke due to excessive build up torque¿ was not confirmed. A complete lead was returned in one piece with the helix partially extended and clogged with blood/ tissue. Final analysis found no anomalies except for procedural damage. Electrical testing did not find any conductor fractures or internal short.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead was twisted due to excessive build-up torque. The physician believed that the rv lead was damaged. The patient was in stable condition.